Event description:
It was reported that (2) tlc55 and (2) tcr55 were used during an unknown procedure. It was reported by the rep that the hospital gave the rep these two devices with a note attached saying that they both misfired on the two reloads only giving off a few staples then coming to a stop. The hospital had no other info. It is unknown how the case was completed. There was no consequence to pt.